Manufacturer narrative:
(Device not returned). The most likely cause for the reported event is a failing snap dome.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy, when the monopolaren ablator was used, the buttons of the nano needle were triggered. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. Update dw 29-jan-2025: further information was provided that every time an ablator from another manufacturer was used, the functions associated with pressing a button were triggered uncontrollably.